Event description:
It was reported via medwatch mw5095264 that oxygen was pushed onto the tip of the device causing a spark/flame. It was also reported that there was a fifteen minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported via medwatch mw5095264 that oxygen was pushed onto the tip of the device causing a spark/flame. It was also reported that there was a fifteen minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.